Event description:
On (B)(6) 2011, customer reported that the cap piercer on the dxc 600i instrument was leaking an unknown fluid on the caps of the sample tubes, and the instrument had "probe obstruction" errors. The customer stated that due to the liquid on the caps the instrument was generating "level sense" errors and "not dry" errors. Customer also stated that there were erroneous patient results generated due to the leak, and those results were not reported out of the laboratory. However, the customer does not have the patient results because they were discarded. Additionally, no injuries were reported due to the leak. Field service engineer (fse) performed service on the instrument the same day. Fse inspected the cap piercer and found and removed debris inside the vacuum valve. Fse also replaced the cap piercer wick and primed the instrument 20 times. Fse's repairs were verified per established procedures. No further leaking was observed.

Manufacturer narrative:
(B)(4).